Event description:
The customer reported heart rate readings were high. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found no physical damage. The cable failed continuity tests, intermittent open in cable on the white conductor, along the length of the cable. Open in cable was most likely due to cable being coiled up then pulled straight based upon the appearance of the kink in the conductor jacket. When the intermittent connection was held in normal operation and then manipulated to "open" (non-functional condition), the device went into alarm condition (audible and visually alarmed), readings zeroed out, pleth went flat, and "sensor malf" error message was displayed. The cable passed pulse rate simulation tests when the intermittent connection was held in normal operation.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported heart rate readings were high. No patient impact or consequences were reported.